Manufacturer narrative:
The product evaluation was completed on 12oct2018. One 25ga vitrectomy cutter was returned loose in a plastic bag along with a bl5525wv pack label from lot w1114. The expiration date on the label was 05july2019. The bag also contained the priming cup and a test chamber. The tip protector was not returned. The needle was bent and the port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to the friction or resistance between the inner and outer needle assemblies. The cause of the bent needle cannot be determined. Product evaluation could not verify the failure mode due to condition of product, as the product was returned without the tip protector. The returned product did not function properly, but that could be because the needle was bent. The bent needle may have been caused by the insufficient return packaging. We are unable to confirm root cause because the product was returned damaged, in insufficient packaging. Manufacturing and sterilization records were reviewed and found to be acceptable. No nonconformities or anomalies were found for lot w1114 that are related to this complaint. A review of the complaint database revealed that no other complaints have been submitted against lot w1114. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w1114 was manufactured. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5525wv. The first lot of bl5525wv that was built with the vitrectomy tubeset enhancement was lot #w1964 in june 2018. Any bl5525wv product with lot number w1964 or higher will include the vitrectomy tubeset enhancement. The investigation is complete.

Event description:
A user facility in (B)(6) reported a problem with the cutter while removing core vitreous. At 5000cpm the cutter was cutting intermittently, gradually becoming weaker and then suddenly full power again. The cut rate was reduced to 1000cpm and then gradually increased. The cutter worked fine up to 3000cpm, and then the issue present again from 4000cpm onwards. A new pack was opened and the cutter was replaced with the one from the new pack. The case proceeded on as usual with no further events. The surgery was completed successfully with no effect on the patient.